Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2001 and (B)(6) 2007 and mesh and bard/pelvisoft/uretex were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced acute vaginitis. It was reported that patient underwent concurrent lysis of adhesions and cystoscopy procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).